Event description:
Boston scientific received information that this lead had dislodged. The patient was seen for a lead revision procedure where the lead was successfully repositioned. The patient was subsequently seen for a routine device check. The local boston scientific field representative reported that the lead was displaying low intrinsic r amplitude and low pace impedance measurements. The patient was to be seen for an additional lead revision procedure. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.